Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, while cutting the stomach, the surgeon was able to press the green button and squeeze the handle but the device did not fire. It was reported that the device has a broken lever. The surgeon used another device to complete the procedure. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.